Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a revision procedure to extract this patient's right ventricular (rv) lead, this right atrial (ra) lead was also explanted due to a kink that was identified near the pocket area. There had been no clinical observations associated with this issue, but the physician elected to explant the lead and implant a new ra lead. No adverse patient effects were reported.